Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was attempted to be removed from the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent removal. According to the complainant, during the procedure, the stent could not be removed endoscopically. Intervention was performed to remove the stent. It was reported that another of the same device was used to complete this procedure (details unknown). There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. **additional information received on october 30, 2012** according to the complainant, the patient's anatomy was not dilated prior to this procedure. During the procedure, it was reported that the stent was not able to be removed. Subsequently, on an unknown date, the physician decided to implant a second stent within this stent. According to the physician, the indication for this stent placement was "to create pressure necrosis whereby the initial stent and the subsequent stent can be removed."

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was attempted to be removed from the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent removal. According to the complainant, during the procedure, the stent could not be removed endoscopically. Intervention was performed to remove the stent. It was reported that another of the same device was used to complete this procedure (details unknown). There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. **additional information received on october 30, 2012** according to the complainant, the patient's anatomy was not dilated prior to this procedure. During the procedure, it was reported that the stent was not able to be removed. Subsequently, on an unknown date, the physician decided to implant a second stent within this stent. According to the physician, the indication for this stent placement was "to create pressure necrosis whereby the initial stent and the subsequent stent can be removed." **additional information received on december 11, 2012** the indication for the stent placement was treatment of a biliary stricture within the distal common bile duct. The biliary stricture was noted to most likely be benign. The patient had symptoms of abdominal, pain, abnormal enzymes, jaundice and obstructed cbd/chd. Ultrasound imaging revealed dilated extra hepatic ducts and dilated intrahepatic ducts. The size of the lesion wash 1.2cm, smooth end with upstream dilatation. The stricture was dilated prior to stent placement and the patient anatomy was not noted to be tortuous. The stent was implanted on (B)(6) 2012 with no difficulties to relieve jaundice. The patient did not have any symptoms following the stent placement. On (B)(6) 2012, a second ercp procedure was performed to remove the stent using rat tooth forceps. However, after exerting force on the forceps to extract the stent, it was noted that the stent could not be removed due to tissue ingrowth present at the upper end of the stent. A third ercp procedure was performed to implant a second stent within the existing wallflex stent. The physician plans to perform an additional ercp procedure to remove both stents.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was attempted to be removed from the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent removal. According to the complainant, during the procedure, the stent could not be removed endoscopically. Intervention was performed to remove the stent. It was reported that another of the same device was used to complete this procedure (details unknown). There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. **additional information received on october 30, 2012** according to the complainant, the patient's anatomy was not dilated prior to this procedure. During the procedure, it was reported that the stent was not able to be removed. Subsequently, on an unknown date, the physician decided to implant a second stent within this stent. According to the physician, the indication for this stent placement was "to create pressure necrosis whereby the initial stent and the subsequent stent can be removed." **additional information received on december 11, 2012** the indication for the stent placement was treatment of a biliary stricture within the distal common bile duct. The biliary stricture was noted to most likely be benign. The patient had symptoms of abdominal, pain, abnormal enzymes, jaundice and obstructed cbd/chd. Ultrasound imaging revealed dilated extra hepatic ducts and dilated intrahepatic ducts. The size of the lesion wash 1.2cm, smooth end with upstream dilatation. The stricture was dilated prior to stent placement and the patient anatomy was not noted to be tortuous. The stent was implanted on march 29, 2012 with no difficulties to relieve jaundice. The patient did not have any symptoms following the stent placement. On (B)(6) 2012, a second ercp procedure was performed to remove the stent using rat tooth forceps. However, after exerting force on the forceps to extract the stent, it was noted that the stent could not be removed due to tissue ingrowth present at the upper end of the stent. A third ercp procedure was performed to implant a second stent within the existing wallflex stent. The physician plans to perform an additional ercp procedure to remove both stents. **additional information received on january 16, 2013** on (B)(6) 2013, the stent was successfully removed from the patient following a stent in stent technique. Upon examination of the stent, the physician reported that holes were present throughout the entire length of the stent cover.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was attempted to be removed from the common bile duct of a patient on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent removal. According to the complainant, during the procedure, the stent could not be removed endoscopically. Intervention was performed to remove the stent. It was reported that another of the same device was used to complete this procedure (details unknown). There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was attempted to be removed from the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent removal. According to the complainant, during the procedure, the stent could not be removed endoscopically. Intervention was performed to remove the stent. It was reported that another of the same device was used to complete this procedure (details unknown). There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. **additional information received on (B)(6) 2012** according to the complainant, the patient's anatomy was not dilated prior to this procedure. During the procedure, it was reported that the stent was not able to be removed. Subsequently, on an unknown date, the physician decided to implant a second stent within this stent. According to the physician, the indication for this stent placement was "to create pressure necrosis whereby the initial stent and the subsequent stent can be removed." **additional information received on (B)(6) 2012** the indication for the stent placement was treatment of a biliary stricture within the distal common bile duct. The biliary stricture was noted to most likely be benign. The patient had symptoms of abdominal, pain, abnormal enzymes, jaundice and obstructed cbd/chd. Ultrasound imaging revealed dilated extra hepatic ducts and dilated intrahepatic ducts. The size of the lesion wash 1.2cm, smooth end with upstream dilatation. The stricture was dilated prior to stent placement and the patient anatomy was not noted to be tortuous. The stent was implanted on (B)(6) 2012 with no difficulties to relieve jaundice. The patient did not have any symptoms following the stent placement. On (B)(6) 2012, a second ercp procedure was performed to remove the stent using rat tooth forceps. However, after exerting force on the forceps to extract the stent, it was noted that the stent could not be removed due to tissue ingrowth present at the upper end of the stent. A third ercp procedure was performed to implant a second stent within the existing wallflex stent. The physician plans to perform an additional ercp procedure to remove both stents. **additional information received on (B)(6) 2013** on (B)(6) 2013, the stent was successfully removed from the patient following a stent in stent technique. Upon examination of the stent, the physician reported that holes were present throughout the entire length of the stent cover.

Manufacturer narrative:
(B)(4) stent cover damaged.

Manufacturer narrative:
(B)(4) stent occluded due to tissue ingrowth.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Two fully deployed stents were returned for analysis: stent a and stent b. It was confirmed that the additional stent that was returned (stent a) is the second stent that was implanted during the "stent-in-stent" technique, and subsequently removed without any issues. During a visual examination of stent a, no issues were observed with the profile of this stent. However, a visual examination of stent b (the complaint device) revealed that the wires at the retrieval loop were broken and damaged. In additional, the stent cover was found to be damaged in the area of the broken retrieval loop and in the middle of the stent. No other issues were noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.